Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason on unknown date. Customer¿s blood glucose level was 70 mg/dl. Customer went into several operation. Customer stated that could not going through into machine and there was not working. Customer was in the hospital for 2 months while on the insulin pump about 2 months ago in hospital for operations as well as customer had trouble with sugars during operation. Troubleshooting was declined for hypoglycemia. The insulin pump will not be returned for analysis.